Manufacturer narrative:
Device eval in progress; results pending.

Event description:
The international customer reported the device alarmed and shut down during use due to a pressure sensor failure. The customer reported the device was in use on a patient and there was no patient harm. As reported, a failure of both pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Initial eval of the device by the MFR reported the unit display went black and it alarmed due to a data acquisition pcba adc reference failure. The device is being sent to the MFR's service facility for eval and testing of the reported problem.